Event description:
A (B)(6) male with liver cirrhosis (with bowel frequency/urgency problems), liver cancer, portal vein thrombosis (on blood thinners and other medications), diabetes, and prostate cancer sought, was evaluated for, and received cyberknife radiation at (B)(6) hospital to treat the prostate cancer. He sought cyberknife treatment because he would not be able to get a liver transplant with another cancer present. He had 4 treatments on (B)(6), he began to have serious bowel-related side-effects (severe pain, feeling of incomplete bowel movements). By (B)(6) he began having small amounts of blood with bowel movements. He contacted the interventional radiologist, who said that was normal and could be from hemorrhoids. Bleeding became more severe in a few days and he again contacted the doctor, who advised him to stop taking the blood thinner. On (B)(6), he fainted, injuring his head and mouth, and was rushed to (B)(6) hospital with blood pressure at 60/30. He was admitted into intensive care, and received at least two units of blood, had an MRI, and was transferred to (B)(6) hospital ICU. There, he received at least two more units of blood, and a colonoscopy and endoscopy (ulcer in upper gi and rectum, varices (banded). Bleeding stopped and he was released on (B)(6). On (B)(6), gi bleeding started again, and he was rushed to the hospital where he was again admitted into the ICU. He had a flexible scope procedure where they clipped the ulcer that was found in the rectum. Bleeding stopped and he was released from ICU on (B)(6), but with severe edema in feet and legs, as well as the abdomen. Quality of life since cyberknife has been severely compromised.